Manufacturer narrative:
(B)(4). This report is regarding the first screwdriver tip that fractured during the procedure. G2: foreign - event occurred in south africa. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a primary metatarsophalangeal (mtp) arthrodesis, a screwdriver tip fractured during the final tightening of a locking screw. As the final step of the procedure, when tightening the last screw in the plate, the driver tip broke. The screwdriver was replaced, and during final tightening of the same screw, the replacement driver tip also fractured. No known impact or consequence to the patient. Attempts have been made and no further information has been provided.